Event description:
The nurse complained of a questionable inr result for 1 patient from coaguchek xs pro meter serial number (B)(4) compared to the laboratory result. At 10:20 am the result from the meter was >8.0 inr. At 11:08 am the result from the laboratory was 4.7 inr. There was no adverse event. The patient's warfarin was held for 2 days based on the laboratory result. The patient's health was "fair". The customer was not anemic, no antiphospholipid antibodies, and other anticoagulants. The customer has had no changes in diet, no illness, no new medications, no bleeding, and no bruising. The patient's therapeutic range was 2.5 - 3.5 inr. The suspect device was requested to be returned for investigation. Relevant retention test strips (lot 353501) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred.

Manufacturer narrative:
The customer did not return any materials for investigation. Without these materials to investigate, a specific root cause could not be determined. Coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.